Event description:
The user facility reported the washer was leaking water through the door. The leak created a puddle larger than 3x3 feet. No injuries, procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the door trough drain valve was not opening during the thermal rinse cycle. The technician repaired the unit and confirmed the unit to be operating properly